Event description:
The customer reported via phone call that the insulin pump alarmed motor error during the fill cannula step when the customer was in the process of a set change. The customer's blood glucose was 104 mg/dl. The customer was able to complete the rewind sequence. The customer did not observe any significant events leading to the alarm. She stated that the insulin pump had not been exposed to a strong magnetic field. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. The insulin pump was received stuck in the motor error loop during a bolus/basal delivery. The motor was tested outside of the device and passed. The insulin pump was unable to perform the excessive no delivery test and occlusion test due to the motor error alarms. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads and minor scratched liquid crystal display window.